Manufacturer narrative:
The insulin pump was received with detached end cap; unable to perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to detached end cap. However, the insulin pump passed currents test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the drive support cap is loose. The customer did not press the cap while connected. The customer insisted on a replacement pump. Customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.